Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. The noise was oversensed and resulted in inappropriate anti-tachycardia pacing episodes. The rv lead was reprogrammed until a revision could take place. At this time, the rv lead has been surgically abandoned. The source of the noise is unknown. No additional adverse patient effects were reported.